Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue the medication. The technical support specialist observed in the database that medication was listed but not assigned. A cycle count was performed on the cabinet to confirm this. The user contacted the pharmacy, and the issue was resolved by the pharmacy. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank system, the user was unable to issue medication. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.